Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During preparation, the tome was found to be bent. A photo of the complaint device was provided and shows the handle in a neutral position; however, the cutting wire remains in a bowed position, indicating that the device did not return to its straight position as expected. Additionally, the working length of the device was found to be kinked, and the distal tip exhibited visible damage. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.

Manufacturer narrative:
Block e1: initial reporter's facility name is tongzhou hospital of beijing anzhen hospital affiliated to capital medical university; reported here as the facility name exceeded the character limit for the designated field. Block h2 (additional information): block e1 (initial reporter email) has been updated. Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow. Block h11: investigation results. The autotome rx 44 device was not returned; however, a media analysis was performed based on the photo provided by the complainant that shows the device with the handle extended, however, the cutting wire remains in a bowed position, also, the working length was kinked, and the tip was damaged. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire was unable to release the bow was confirmed. According to the media analysis performed, it was found that the wire was unable to unbow, also, the working length was kinked, and the tip was damaged. Working length kinked could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Tip damaged could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation, the interaction between the autotome and the scope (hitting against a hard surface), the insertion or removal of the guidewire or by the mandrel removal. However, the most probable cause of the reported event of wire failure to release bow (unbow) cannot be established due to lack of evidence. The product was not returned for analysis to identify the defect with the device. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During preparation, the tome was found to be bent. A photo of the complaint device was provided and shows the handle in a neutral position; however, the cutting wire remains in a bowed position, indicating that the device did not return to its straight position as expected. Additionally, the working length of the device was found to be kinked, and the distal tip exhibited visible damage. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.